Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received during a seminar indicated that: during an interventional endovascular procedure, there was difficulty removing the 120/150 smart 7 x 150 sfa stent delivery system (sds) from the target lesion and the stent became elongated. There was no reported patient injury. The target lesion was the left superficial femoral artery. The lesion was reported to be: calcified, tortuous, and a native chronic total occlusion in the proximal portion. A cross over approach was used. Pre-dilation (poba/balloon angioplasty) was performed and blood flow was confirmed. Three (3) minutes later, the lesion was checked, and a false lumen was noted which was flow limiting. The smart sds (complaint product) was advanced through a non-cordis guiding catheter (gc) but the gc became kinked because of the bifurcation and the smart sds could not be removed from the lesion. The physician applied some force to remove it but was not able to. The gc was advanced closer to the smart sds in order to attempt to remove it again. The smart stent became elongated. The original target lesion of the stent was the proximal portion of the superficial femoral artery, but the stent edge was reaching almost to the external iliac artery. Another poba was performed and the procedure was completed by checking the blood flow. The physician commented after the procedure that the stent elongation has occurred due to handling of the device.

Manufacturer narrative:
Complaint conclusion: during an interventional endovascular procedure, there was difficulty removing the 120/150 smart 7 x 150 sfa stent delivery system (sds) from the target lesion and the stent became elongated. The target lesion is the left superficial femoral artery. The lesion is reported to be: calcified, tortuous, and a native chronic total occlusion (cto) in the proximal portion. A cross over approach was used. Pre-dilation was performed, and blood flow was confirmed. Three minutes later, the lesion was checked, and a false lumen was noted which was flow limiting. The smart sds was advanced through a non-cordis guiding catheter (gc) but the gc became kinked because of the bifurcation and the smart sds could not be removed from the lesion. The physician applied some force to remove it but was not able to. The gc was advanced closer to the smart sds in order to attempt to remove it again. The smart stent then was noted to be elongated. The original target lesion is the proximal portion of the superficial femoral artery, but the stent edge was reaching almost to the external iliac artery. Another balloon angioplasty was performed, and the procedure was completed by checking the blood flow. The physician commented after the procedure that the stent elongation had occurred due to handling of the device. No additional information was reported. The device was not returned for analysis. Product history review could not be performed since complaint lot is unknown. The reported ¿stent-ses incorrect length - too long/stretched¿ and ¿stent delivery system (sds)-ses withdrawal difficulty - through guide/sheath¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, such as calcified, tortuous, and a chronic total occlusion (cto), and procedural/handling factors such as excessive force used, may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or vessel. Carefully withdraw the stent delivery system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent. The stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed. Avoid stent placement that may obstruct access to a vital side branch.¿ the device was not retuned for analysis. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.